Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; during a sleeve gastrectomy, the egia60amt was loaded onto an idrive power stapler and cycled correctly. After the jaws closed, the doctor was unable to open them back up. The reload was taken off of the device, and replaced with new one and it worked without incident. The case was not delayed by more than 30 minutes. Reload in question is being sent back for testing. The sales rep was not present during the case. No injury to the patient.